Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 09-aug-2017. The most recent information was received on 30-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("pain in back"), metal poisoning ("heavy metal poisoning"), allergy to metals ("delayed hypersensitivity to nickel, chrome and allergy to tin") and sjogren's syndrome ("sjogren's syndrome") in a female patient who had essure (batch no. A06331) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), allergy to metals (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant) with dry eye, dry mouth and thirst, weight increased ("weight gain"), menorrhagia ("heavy menstrual bleeding"), fatigue ("abnormal fatigue"), premature ageing ("accelerated aging"), visual impairment ("visual disturbances"), arthralgia ("pain in joints"), renal pain ("pain in kidney"), neck pain ("pain in neck"), joint crepitation ("cracking joints"), speech disorder ("speech disturbances"), memory impairment ("memory lapses"), disturbance in attention ("difficulty concentrating"), eczema ("eczema"), erythema ("redness") and pollakiuria ("frequent urination"). At the time of the report, the back pain, metal poisoning, allergy to metals, sjogren's syndrome, weight increased, menorrhagia, fatigue, premature ageing, visual impairment, arthralgia, renal pain, neck pain, joint crepitation, speech disorder, memory impairment, disturbance in attention, eczema, erythema and pollakiuria outcome was unknown. The reporter considered allergy to metals, arthralgia, back pain, disturbance in attention, eczema, erythema, fatigue, joint crepitation, memory impairment, menorrhagia, metal poisoning, neck pain, pollakiuria, premature ageing, renal pain, sjogren's syndrome, speech disorder, visual impairment and weight increased to be related to essure. The reporter commented: patient reported various types of pain, but still present. Removal of inserts was scheduled for (B)(6) 2017. Diagnostic results: neuropsychological assessment found symptoms correspond to heavy metal poisoning. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 30-aug-2017 for the following meddra preferred term: back pain - analysis in the global safety database revealed 325 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 30-aug-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1707390) on (B)(6)2017. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("pain in back"), metal poisoning ("heavy metal poisoning"), allergy to metals ("delayed hypersensitivity to nickel, chrome and allergy to tin") and sjogren's syndrome ("sjogren¿s syndrome") in a 39-year-old female patient who had essure (batch no. A06331) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6)2013, the patient had essure inserted. On (B)(6)2014, the patient experienced back pain (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), allergy to metals (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant) with dry eye, dry mouth and thirst, menorrhagia ("heavy menstrual bleeding"), fatigue ("abnormal fatigue"), premature ageing ("accelerated aging"), visual impairment ("visual disturbances"), arthralgia ("pain in joints"), renal pain ("pain in kidney"), neck pain ("pain in neck"), joint noise ("cracking joints"), speech disorder ("speech disturbances"), memory impairment ("memory lapses"), disturbance in attention ("difficulty concentrating"), eczema ("eczema"), erythema ("redness") and pollakiuria ("frequent urination") and was found to have weight increased ("weight gain"), 4 months 31 days after insertion of essure. On (B)(6)2017, the patient experienced procedural pain ("post-operative diffuse acute abdominal pain with contracture") and post procedural fever ("post-operative fever"). On an unknown date, the patient experienced food allergy ("food allergies"), tinnitus ("tinnitus"), anxiety ("anxiety") and impaired driving ability ("driving difficulties") and was found to have fibroma ("fibroma"). The patient was treated with surgery (hysterectomy via laparoscopy). Essure was removed on (B)(6)2017. At the time of the report, the back pain, metal poisoning, allergy to metals, sjogren's syndrome, weight increased, menorrhagia, fatigue, premature ageing, visual impairment, arthralgia, renal pain, neck pain, joint noise, speech disorder, memory impairment, disturbance in attention, eczema, erythema, pollakiuria, food allergy, tinnitus, anxiety, impaired driving ability, procedural pain, fibroma and post procedural fever outcome was unknown. The reporter considered allergy to metals, anxiety, arthralgia, back pain, disturbance in attention, eczema, erythema, fatigue, fibroma, food allergy, impaired driving ability, joint noise, memory impairment, menorrhagia, metal poisoning, neck pain, pollakiuria, post procedural fever, premature ageing, procedural pain, renal pain, sjogren's syndrome, speech disorder, tinnitus, visual impairment and weight increased to be related to essure. The reporter commented: patient reported various types of pain, but still present. Neuropsychological assessment found symptoms correspond to heavy metal poisoning. Removal of inserts was scheduled for (B)(6) 2017. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: case (B)(4) (MFR number (B)(4)) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case - reporter (case is potential legal), date of bith, age, medical history, start and stop date of essure, events food allergies, tinnitus, anxiety, driving difficulties, post-operative diffuse acute abdominal pain with contracture, fibroma and post-operative fever added.the patient underwent hysterectomy via laparoscopy. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on (B)(6) 2017. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("pain in back"), metal poisoning ("heavy metal poisoning"), allergy to metals ("delayed hypersensitivity to nickel, chrome and allergy to tin"), sjogren's syndrome ("sjogren¿s syndrome"), procedural pain ("post-operative diffuse acute abdominal pain with contracture / pain"), urinary retention postoperative ("urinary retention/oliguria"), haematuria ("total macroscopic hematuria"), urinary ascites ("abdominal and pelvic effusion/uroperitoneum") and bladder injury ("bladder wound after hysterectomy") in a 39-year-old female patient who had essure (batch no. A06331) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), allergy to metals (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant) with dry eye, dry mouth and thirst, menorrhagia ("heavy menstrual bleeding"), fatigue ("abnormal fatigue"), premature ageing ("accelerated aging"), visual impairment ("visual disturbances"), arthralgia ("pain in joints"), renal pain ("pain in kidney"), neck pain ("pain in neck"), joint noise ("cracking joints"), speech disorder ("speech disturbances"), memory impairment ("memory lapses"), disturbance in attention ("difficulty concentrating"), eczema ("eczema"), erythema ("redness") and pollakiuria ("frequent urination") and was found to have weight increased ("weight gain"), 4 months 31 days after insertion of essure. On (B)(6) 2017, the patient experienced bladder injury (seriousness criterion hospitalization and intervention required). On (B)(6) 2017, the patient experienced procedural pain (seriousness criterion hospitalization), abdominal distension ("abdominal distension"), gastrointestinal motility disorder ("slow down of intestinal tract"), flatulence ("some flatulences"), chills ("shivers") and urinary retention postoperative (seriousness criterion hospitalization). On (B)(6) 2017, the patient experienced post procedural fever ("post-operative fever"). On an unknown date, the patient experienced food allergy ("food allergies"), tinnitus ("tinnitus"), anxiety ("anxiety"), impaired driving ability ("driving difficulties"), haematuria (seriousness criterion hospitalization), urinary ascites (seriousness criterion hospitalization and intervention required) and cholelithiasis ("gallblader lithiasis") and was found to have fibroma ("fibroma"). The patient was hospitalized on (B)(6) 2017. The patient was treated with ceftriaxone sodium (rocephine), metronidazole benzoate (flagyl), morphine, paracetamol (perfalgan), phloroglucinol (spasfon), sodium and surgery (hysterectomy via laparoscopy and suture of bladder wound by laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, metal poisoning, allergy to metals, sjogren's syndrome, weight increased, menorrhagia, fatigue, premature ageing, visual impairment, arthralgia, renal pain, neck pain, joint noise, speech disorder, memory impairment, disturbance in attention, eczema, erythema, pollakiuria, food allergy, tinnitus, anxiety, impaired driving ability, procedural pain, fibroma, post procedural fever, abdominal distension, gastrointestinal motility disorder, flatulence, chills, urinary retention postoperative, haematuria, urinary ascites, cholelithiasis and bladder injury outcome was unknown. The reporter considered abdominal distension, allergy to metals, anxiety, arthralgia, back pain, bladder injury, chills, cholelithiasis, disturbance in attention, eczema, erythema, fatigue, fibroma, flatulence, food allergy, gastrointestinal motility disorder, haematuria, impaired driving ability, joint noise, memory impairment, menorrhagia, metal poisoning, neck pain, pollakiuria, post procedural fever, premature ageing, procedural pain, renal pain, sjogren's syndrome, speech disorder, tinnitus, urinary ascites, urinary retention postoperative, visual impairment and weight increased to be related to essure. The reporter commented: patient reported various types of pain, but still present. Neuropsychological assessment found symptoms correspond to heavy metal poisoning. Insertion of 2 essure.uterine cavity was normal. Duration of intervention: 7 minutes. Diagnostic results (normal ranges are provided in parenthesis if available): blood creatinine - on (B)(6) 2017: 311. C-reactive protein - on (B)(6) 2017: 149. Cd8 lymphocytes - on (B)(6) 2017: lymphocyte activation assay involving cd8-107 showed positive results for nickel and chrome. Lipase - on (B)(6) 2017: normal. Liver function test - on (B)(6) 2017: normal. White blood cell count - on (B)(6) 2017: 14080. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: lab data, treatment drugs and events abdominal distension, slow down of intestinal tract, some flatulences, shivers, urinary retention / oliguria, total macroscopic hematuria, abdominal and pelvic effusion / uroperitoneum, gallblader lithiasis and bladder wound after hysterectomy added. She was admitted in the hospital 6 days after hysterecotomy - essure removal for uroperitoneum with intra abdominal effusion. There was bladder wound which need suture. Conclusion: bladder wound after hysterectomy we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 09-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("pain in back"), metal poisoning ("heavy metal poisoning"), allergy to metals ("delayed hypersensitivity to nickel, chrome and allergy to tin") and sjogren's syndrome ("sjogren's syndrome") in a female patient who had essure (batch no. A06331) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), allergy to metals (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant) with dry eye, dry mouth and thirst, weight increased ("weight gain"), menorrhagia ("heavy menstrual bleeding"), fatigue ("abnormal fatigue"), premature ageing ("accelerated aging"), visual impairment ("visual disturbances"), arthralgia ("pain in joints"), renal pain ("pain in kidney"), neck pain ("pain in neck"), joint crepitation ("cracking joints"), speech disorder ("speech disturbances"), memory impairment ("memory lapses"), disturbance in attention ("difficulty concentrating"), eczema ("eczema"), erythema ("redness") and pollakiuria ("frequent urination"). At the time of the report, the back pain, metal poisoning, allergy to metals, sjogren's syndrome, weight increased, menorrhagia, fatigue, premature ageing, visual impairment, arthralgia, renal pain, neck pain, joint crepitation, speech disorder, memory impairment, disturbance in attention, eczema, erythema and pollakiuria outcome was unknown. The reporter considered allergy to metals, arthralgia, back pain, disturbance in attention, eczema, erythema, fatigue, joint crepitation, memory impairment, menorrhagia, metal poisoning, neck pain, pollakiuria, premature ageing, renal pain, sjogren's syndrome, speech disorder, visual impairment and weight increased to be related to essure. The reporter commented: patient reported various types of pain, but still present. Removal of inserts was scheduled for (B)(6) 2017. Diagnostic results: neuropsychological assessment found symptoms correspond to heavy metal poisoning. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-aug-2017 for the following meddra preferred term: back pain - analysis in the global safety database revealed 295 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.